Event description:
The complainant stated the pt positioning monitor (ppm) did not alarm and a pt fell out of the bed twice. The pt was not injured.

Manufacturer narrative:
The tech inspected the bed and found all siderails were working correctly and that the scale was not zeroed prior to placing the pt on the bed. User error. The tech found the bed is working as designed. Versacare bed user manual states: siderails are intended to be a reminder to the pt of the bed's edges, not a pt restraining device. When appropriate, hill-rom recommends that medical personnel determine the proper methods necessary to make sure a pt remains safely in bed. Versacare bed user manual states: the bed exit alarm system should be zeroed before putting the pt on the bed.